Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized due to pneumonia unrelated to the products. It was noted during interrogation in hospital that multiple recordings of atrial noise labelled " atrial tachycardia detection" were present. Also the right ventricular lead had been programmed off years ago due to an unspecified malfunction. The plan was to monitor the patient. No additional programming changes were made, the patient was stable.

Event description:
Manufacturer report number: 2017865-2019-03615 new information received notes the right ventricular (rv) and right atrial (rv) lead's were capped (B)(6), 2022. The reason for extraction was unknown. The patient's condition was stable.